Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement, the atrial set screw went out of its place. Therefore, the cardiologist could not screw it again. Ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.